Event description:
It was reported that during a splenic aneurysm embolization procedure, an azur embolization coil encountered resistance during advancement through a microcatheter. Upon attempted withdrawal of the embolization coil, the coil detached partially within the aneurysm and partially within the microcatheter. The physician attempted unsuccessfully to retrieve the embolization coil using an intravascular snare. The pt underwent surgery to remove the coil and treat the aneurysm. The pt's outcome was favorable.

Manufacturer narrative:
The embolization coil was returned broken into 4 segments. The appearance of the coil segments is consistent with overstretching during attempted withdrawal from the pt. The microcatheter used to deploy the coil was not returned for assessment. The root cause of this incident cannot be determined.